Event description:
It was reported that the self-conducted ventricular rhythm from the patient with this cardiac resynchronization therapy defibrillator (crt-d), accelerated after the anti-tachycardia pacing (atp) was applied. The device then delivered a 41 joule shock that successfully converted the rhythm. No additional adverse patient effects were reported. This crt-d remains in service.